Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown . The device was not received for evaluation. Based on the information received, the root cause could not be determined. Related reports: 3025141-2023-00138, 3025141-2023-00139, 3025141-2023-00140, 3025141-2023-00141, 3025141-2023-00142, 3025141-2023-00143, 3025141-2023-00144, 3025141-2023-00145, 3025141-2023-00146, 3025141-2023-00147, 3025141-2023-00148, 3025141-2023-00149, 3025141-2023-00150, 3025141-2023-00151, 3025141-2023-00152, 3025141-2023-00153, 3025141-2023-00154, 3025141-2023-00155, 3025141-2023-00156, 3025141-2023-00157, 3025141-2023-00158, 3025141-2023-00159, 3025141-2023-00160, 3025141-2023-00161, 3025141-2023-00162, 3025141-2023-00163, 3025141-2023-00164, 3025141-2023-00165, 3025141-2023-00166, 3025141-2023-00167, 3025141-2023-00168, 3025141-2023-00169, 3025141-2023-00170, 3025141-2023-00171, 3025141-2023-00172, 3025141-2023-00173, 3025141-2023-00174, 3025141-2023-00175, 3025141-2023-00176, 3025141-2023-00177, 3025141-2023-00178, 3025141-2023-00179, 3025141-2023-00180, 3025141-2023-00181, 3025141-2023-00182, 3025141-2023-00183, 3025141-2023-00184, 3025141-2023-00185, 3025141-2023-00186, 3025141-2023-00187, 3025141-2023-00188, 3025141-2023-00189, 3025141-2023-00190, 3025141-2023-00191, 3025141-2023-00192, 3025141-2023-00193, 3025141-2023-00194, 3025141-2023-00195, 3025141-2023-00196, 3025141-2023-00197, 3025141-2023-00198, 3025141-2023-00199, 3025141-2023-00200, 3025141-2023-00201, 3025141-2023-00202, 3025141-2023-00203, 3025141-2023-00204, 3025141-2023-00205, 3025141-2023-00206, 3025141-2023-00207, 3025141-2023-00208, 3025141-2023-00209, 3025141-2023-00210, 3025141-2023-00211, 3025141-2023-00212, 3025141-2023-00213, 3025141-2023-00214, 3025141-2023-00215, 3025141-2023-00216, 3025141-2023-00217, 3025141-2023-00218, 3025141-2023-00219, 3025141-2023-00220, 3025141-2023-00221, 3025141-2023-00222, 3025141-2023-00223, 3025141-2023-00224, 3025141-2023-00225, 3025141-2023-00226, 3025141-2023-00227, 3025141-2023-00228, 3025141-2023-00229, 3025141-2023-00230, 3025141-2023-00231, 3025141-2023-00232, 3025141-2023-00234, 3025141-2023-00235, 3025141-2023-00236, 3025141-2023-00237, 3025141-2023-00238, 3025141-2023-00239, 3025141-2023-00240, 3025141-2023-00241, 3025141-2023-00242, 3025141-2023-00243, 3025141-2023-00244, 3025141-2023-00245, 3025141-2023-00246, 3025141-2023-00247, 3025141-2023-00248, 3025141-2023-00249, 3025141-2023-00250, 3025141-2023-00251, 3025141-2023-00252, 3025141-2023-00253, 3025141-2023-00254, 3025141-2023-00255, 3025141-2023-00256, 3025141-2023-00257, 3025141-2023-00258, 3025141-2023-00259, 3025141-2023-00260, 3025141-2023-00261, 3025141-2023-00262, 3025141-2023-00263, 3025141-2023-00264, 3025141-2023-00265, 3025141-2023-00266, 3025141-2023-00267, 3025141-2023-00268, 3025141-2023-00269, 3025141-2023-00270, 3025141-2023-00271, 3025141-2023-00272, 3025141-2023-00273, 3025141-2023-00274, 3025141-2023-00275, 3025141-2023-00276, 3025141-2023-00277, 3025141-2023-00278, 3025141-2023-00279, 3025141-2023-00280, 3025141-2023-00281, 3025141-2023-00282, 3025141-2023-00283, 3025141-2023-00284, 3025141-2023-00285, 3025141-2023-00286, 3025141-2023-00287, 3025141-2023-00288, 3025141-2023-00289, 3025141-2023-00290, 3025141-2023-00291, 3025141-2023-00292, 3025141-2023-00293, 3025141-2023-00294, and 3025141-2023-00295.

Event description:
The authors performed a retrospective single-center review of adult distal radius fracture patients treated with a volar locking plate between 2009 and 2019. In total, 2779 patients were included in the study. The primary outcome was a flexor tendon issue (flexor tendon rupture, tendinitis, or flexor irritation), whereas plate removal was a secondary outcome. Using soong grade 0 as a reference, the authors used univariable and multivariable logistic regression to calculate odds ratios (or) with 95% confidence intervals (ci) for flexor tendon issues and plate removal. It was stated acumed acu-loc 2 and acu-loc 1 was used. Flexor tendon rupture, tendinitis, flexor irritations, fixation failure, and plate removal were reported. Report 96 of 158 for the events of flexor tendon rupture, tendinitis, flexor irritations, fixation failure, and plate removal reported in this article.